Event description:
It was reported that an ilet user experienced recurring alert 42 indicating a motor current sense failure, which initially cleared after a restart but then recurred multiple times, prompting shipment of a replacement ilet and instructions for device return and data sync. Symptoms included no reported adverse clinical effects and blood glucose was not impacted. Outcomes included continued cgm use on phone or receiver until the replacement arrived and restoration of therapy with the replacement device. Investigation included remote troubleshooting with restart, verification of device details, and coordination for device replacement and return for further evaluation. Investigation of this device revealed a suspected malfunction related to the insulin delivery motor current sensing function consistent with an internal component fault. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the motor current sensing circuitry.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.